Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead dislodgement. A new rv lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. The stylet insertion test failed because of a blockage encountered at the terminal end due to the inner deformed coils. Based on the analysis of evidence or the field report, it indicates an issue covered by the instructions for use (IFU), and therefore it is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead dislodgement. A new rv lead with the same model was implanted. No additional adverse patient effects were reported.